Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported the patient was receiving normal saline infusion, and the pump did not alarm for air in line until the "tubing was empty" there was patient involvement however no patient harm.

Manufacturer narrative:
Additional information : concomitant med prod data.

Event description:
It was reported the patient was receiving normal saline infusion, and the pump did not alarm for air in line until the "tubing was empty" there was patient involvement however no patient harm.

Manufacturer narrative:
Omit: b17: device not returned, c20: no findings available, d15: cause not established. Correction: unique device identifier (UDI)#. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue that the pump did not alarm for air in line until the "tubing was empty" was not confirmed or replicated during laboratory testing. The air in line (ail) threshold product analysis procedure (dir#: 10000360032) was performed to test the source pump module sn: (B)(6) air detection system for single air bolus and accumulated air. The returned pump module alarmed for air in line appropriately at the 250 l configuration threshold setting. The pump module was also tested for accumulated air bolus detection. After approximately 10 minutes from the start of the test, the pcu displayed ¿accumulated air alarm¿ with an audible alarm; indicating the unit is within tolerance and alarming appropriately. During testing the bolus correctly triggered the air-in-line alarm at 250 l single air bolus setting. At 250 l ail bolus limit setting; the worst-case air bubble size (299 l) that could pass through the air in line sensor without triggering an alarm could be as large as 1.67 inches in length. The reported event date was april 15, 2024, the event time was not provided. The pcu event log showed that on april 15, 2024, at 10:16 am the last infusion was programed by an external control event. At 10:16 am the pump module received values from pcu. Then, the infusion started with a rate: 900ml/h and a volume to be infused (vtbi): 294.24ml. At 10:28 am infusion stopped, and the pcu was alarmed with the accumulated air in line alarm. At 10:30 am pump module was channeled off and the pcu was powered off. A review of the pcu and pump module error logs showed no records associated to the reported incident. The bd alaris system with guardrails user manual v12.3.1 states: air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. The accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the values designated. If air-in-line alarm has been detected: ensure tubing, ensure tubing is properly installed in air-in-line detector. If air is present, clear air from administration set. Press restart key, or press channel select key and then start soft key. Testing and inspection of the incident administration set could not be performed; the incident administration set was not returned for investigation. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: device was disassembled for this investigation, please ensure proper testing is performed. Dchu is not responsible for any cost associated with incidental findings. Root cause: the root cause of the report that the pump did not alarm for air in line until the "tubing was empty" was not determined. The source pump module¿s air in line (ail) sensor detection system was confirmed operating within specification based on test results.

Event description:
It was reported the patient was receiving normal saline infusion, and the pump did not alarm for air in line until the "tubing was empty" there was patient involvement however no patient harm.